Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Pes handheld was reported that there was a frayed handheld cable. During investigation it was revealed that the right-angle cable had the defective cable. Unit passed diagnostic test. Complaint of "exposed wires on handheld cord" were unconfirmed. Additional complaint of ¿the unit would not power on¿ confirmed. Unit determined to have power malfunction due to damage to right ang ext cable.

Event description:
The patient reported exposed wires on the handheld of patient electronic unit. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.